Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). All information has been provided by the healthcare provider

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, the surgeon has recently experienced a couple of prolene snap. One snapped in the presence of my colleague (who was supporting the procedure from an endomech perspective) and she reported it to me on behalf of the surgeon. Further specific procedural details to follow. The needle was cut from the thread and the thread was placed together with the suture packet in a bag for return. No adverse patient consequences were reported. Additional information was requested.